Event description:
Patient had terminal illness of metastatic non-hodgkin's lymphoma with multiple lesions involving the skull and retro-orbital region. She was last seen at the hospital in 2008. The patient expired. The cause of death was unrelated to the implanted pump system.